Event description:
It was reported that the patient underwent surgery for a lead and generator replacement due to high lead impedance and battery depletion. The explanting facility discards of explanted products after surgery. Therefore product analysis cannot be completed. Further follow-up found that high impedance was observed during an office visit with the nurse practitioner.